Event description:
It was reported that during implant procedure, helix of the lead was not able to be extended prior to implant. The lead was not installed and procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. Visual and x-ray examinations found the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the blood in the helix region and overtorque of the inner coil. No other anomalies were found.